Manufacturer narrative:
Product analysis: analysis was unable to confirm the customer comment that the programmer failed the finger touch test for cursor misalignment after the most recent software update. It was noted that the power cord bay was broken, the stylus was missing and the link electronic module (lem) electrocardiogram (ECG) connector was loose. The programmer was decommissioned. Correction: b5.desc evt problem additional codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the programmer failed the finger touch test for cursor misalignment after the most recent software update.

Event description:
It was reported that the programmer failed the screen test after the most recent software update. It was noted that the cursor lagged with movement. There was no patient involvement.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.